Event description:
Event description this endotak transvenous defibrillation lead was explanted and returned for an unknown reason. No allegation was made against the lead. Reported due to cpi's analysis results.